Event description:
Rptr had an implant (2 left) in 1989 and removed in 1992. Rptr has developed health problems; lump below left jaw and arthritis in left knee and hot and cold chills. She still has particles in gum, they will have to be removed. Rptr feels this has been dangerous to her health.